Event description:
Caller reported an issue with the touchscreen responsiveness of a pump, specifically that the screen was frozen and would not respond to inputs. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue was resolved after the pump reset on its own, allowing the customer to interact with the screen again.